Event description:
It was reported that the smartablate generator was not displaying an impedance when the catheter was plugged into the piu. The caller replaced the ablation cable and the redel cable without resolution. The ablation catheter was replaced without resolution. Caller then noted that the indifferent electrode was not connected to the smartablate generator. Connecting the indifferent electrode resolved the issue. The procedure was continued. It was reported that the patient suffered a perforation and "pericardial" effusion. The caller stated that after doing some ablations the patient had a run of tachycardia and the ice catheter was used to confirm a pericardial effusion. A "pericardiocentesis" was performed and fluid, of unknown amount, was removed from the pericardial space. The effusion continued to reappear. Patient was taken to surgery for repair in stable condition. A fib ablation procedure was aborted. Patient is stable at this time. Physician suspects perforation at time of the transseptal. Ablation performed at 25-35 watts. Additional information received stated that the physician's opinion regarding the cause of the adverse event was a puncture due to over penetration of the baylis needle. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).